Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that during an aortic valve implantation procedure, aortic perforation and patient death occurred. Prior to the index procedure, an anticoagulant was given. In (B)(6) 2015, the patient received a loading dose of 81 mg of aspirin and 600 mg of clopidogrel. An arterial sheath was placed and then the aortic valve was treated with balloon valvuloplasty . Post balloon valvuloplasty, an unspecified guide wire was advanced followed by attempts to advance a 29 mm non-bsc valve. Buddy wires were used to facilitate valve deployment followed by a non-bsc wire; however the valve kept pushing against the 'greater curvature' and could not advance. The guidewire was then replaced with a softer amplatz super stiff guidewire to help in tracking away from the wall. During advancement of the valve, a kink in the amplatz guidewire was noted along with a drop in patient blood pressure. An aortogram revealed aortic perforation close to the subclavian. The patient was transfused with 1 unit of prbc due to major bleeding. Attempts were made to tamponade the aorta with a balloon; however, the balloon also passed outside the aorta. The procedure was terminated and the patient died due to the aortic perforation.